Event description:
Nurse opened package containing smartsite extension set, attached saline syringe and attempted to prime line. Saline began squirting out the side of the tubing. After inspection of the packaging, it appears that the tubing was caught in the side during the sealing of the package which caused a longitudinal slice down the tubing measuring approximately 1 cm. This also causes lack of sterility. Tubing was returned to unit distribution for evaluation by the manufacturer and new extension set was used for the patient.